Event description:
It was reported that during prep, stent damage occurred. The lesion being treated was located in the proximal circumflex coronary artery. The lesion was dilated with a 2.0x20mm unknown balloon. When the 4.0x16mm liberte stent was removed from the sheath, it was noted that the struts were opened. The device was exchanged to a non-bsc stent and the procedure was successfully completed. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during prep, stent damage occurred. The lesion being treated was located in the proximal circumflex coronary artery. The lesion was dilated with a 2.0x20mm unknown balloon. When the 4.0x16mm liberte stent was removed from the sheath, it was noted that the struts were opened. The device was exchanged to a non-bsc stent and the procedure was successfully completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a detailed examination of the crimped stent found that the stent struts at the proximal edge of the stent were partially flared. No other issues existed with the profile of the crimped stent. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).